Event description:
It was reported that the patient was on program 4 at 0.9, which was intermittent for her, so she wanted to change programs. The patient noted that the healthcare provider (hcp) said it was ok to change programs. The patient was assisted in switching to program 1 at 1.2, which was constant for her. The patient mentioned having the device reprogrammed in the past and that she had had it at program 4 mostly, she hardly ever moved off of 4, but on the day of the report she was ¿miserable and about to sit on the floor and cry.¿ prior to the report the patient could not figure out how to change programs because she rarely did so. The patient could not find anything to help her change programs prior to the report, possibly because she was frustrated. The patient stated that she had surgery two weeks ago for kidney stones and had a ¿stint¿ placed; the ¿stint¿ was just removed ¿on monday.¿ the patient had the stimulation turned off because she was ¿not sure what was coming from what¿ and had it turned off since surgery. The patient had been ok, but had a little bit of issues and turned stimulation back on. On the day of the report the patient was ¿miserable, like it was not working at all.¿ the patient noted ¿it seemed she could keep it off for a while, she had multiple sclerosis (ms) and her bladder was all jacked up from that, could keep it off for a while but then all the sudden it was like rawr.¿ the patient stated that she followed up with her doctor about the kidney stones, but not really the device because she did not have a lot of problems. The patient stated that the therapy had been wonderful help. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va04uxg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).